Manufacturer narrative:
Event date is an estimate of the onset of the device issues. Device not returned for evaluation.

Event description:
It was reported that due to the device stopped cycling and device malfunction the patient will have his inflatable penile prosthesis (ipp) revised on a future date.